Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an air bubbles issue with the cartridge. It was reported the patient's blood glucose on (B)(6) 2015 was 353 mg/dl with nausea. The alleged health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016-device evaluation:the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 12/16/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.